Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.